Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the downstream sensor had failed, which caused the load set alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump failed to alarm load set. The initial reporter stated that this had occurred during testing and that there was no patient involved in the complaint. (B)(4).